Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 37 mg/dl. Customer did not troubleshoot low blood glucose reading. Customer blood glucose at the time of the incident was 54. Customer current blood glucose reading was 182 mg/dl. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.